Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a staph infection and blood glucose (bg) values that reached over 300 mg/dl. The patient was having abdominal pain and the site was oozing pus. For treatment, the patient was given antibiotics and pain medication. The pod was worn between 24 and 36 hours on the abdomen. The patient also reported having scarring. The patient was discharged after 12 days. The pod was discarded.